Manufacturer narrative:
Product ID 3487a-45 lot# j0322126v, implanted: 2003 (B)(6), product type lead. (B)(4).

Event description:
It was reported that a lead wire was left in a patient at their last battery replacement and the patient was concerned that the health care provider wouldn¿t be able to remove it if another lead was needed.